Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer's insulin pump had an alarm yesterday and the device reset itself. Customer's blood glucose has been high since the alarm. Customer's blood glucose was 10.0 mmol/l. The device alarmed again this morning. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test, and excessive no delivery test. The device was received with remote frequency pic failed self test alarm during self test due to faulty connector on remote frequency board. The device had minor scratched display window, cracked case at display window corner, and cracked battery tube threads.